Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and bard ajust was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with sacrocolpopexy, sling revision due to mechanical dysfunction of genitourinary device, vaginal vault prolapse. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion, the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent anterior and posterior vaginal mesh excision on (B)(6) 2012 by due to mesh contracture and mechanical dysfunction of genitourinary device. It was reported that patient underwent drainage of vaginal hematoma, cystoscopy on (B)(6) 2013 due to vaginal hematoma. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure and mesh was implanted along with concurrent sacrocolpopexy, sling revision due to mechanical dysfunction of genitourinary device, vaginal vault prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent kelly cystourethropexy and injection of coaptite bulking agent on (B)(6) 2011 due to recurrent cystocele and incontinence. It was reported that patient underwent pelvic adhesiolysis, rectosigmoid colon adhesiolysis and burch colposuspension on (B)(6) 2011 due to pain and abdominal distention. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.